Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift, requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported that in 2008, a 2.5 x 28 mm rx xience v stent was implanted in the distal lad. A 2.5 x 12 mm rx xience v stent was implanted; however, plaque shift occurred and an occlusion was noted. A 2.5 x 8 mm rx xience v stent was used to treat the occlusion but there was poor outflow (ischemia). A dissection was noted proximal to the 2.5 x 8 mm xience v stent. A 3.0 x 12 mm rx xience v stent was implanted to treat the dissection. Intracoronary nitroglycerine and ic verap were administered to treat the ischemia. After the procedure, the pt experienced flash pulmonary edema, myocardial infarction and shortness of breath (dyspnea). The pt had to be intubated and given medication. Several unsuccessful attempts were made to extubate the pt. The pt's hosp stay was prolonged. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection myocardial infarction, occlusion, ischemia, and edema as noted in the xience v instructions for use (IFU) are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. The 2.5 x 28 mm xience v, 3.0 x 12 mm xience v and 2.5 x 8 mm xience v are being filed other MFR report numbers.